Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the haptic broke off after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.